Event description:
According to the initial information received, the tip of the 8f amplatzer torqvue 45 delivery system (dtv45) sheath inverted into itself upon removal of the 11mm and 12mm amplatzer septal occluders (aso). There were multiple attempts at proper positioning with unsatisfactory results. Intervention was aborted due to other factors. The asos and dtv45 sheath were removed without additional complications. The patient tolerated the procedure well, without any complications.